Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was revised due to unknown reasons. During the pocket revision the physician used a pouch when placing the device back in the new pocket. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was revised because the skin above the device was too thin, and there was fear of the device breaking through the skin. During the pocket revision the physician used a pouch when placing the device back in the new pocket. The device remains in service. No additional adverse patient effects were reported.